Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during transport, the device inappropriately shut down. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The reported malfunction of not able to power up was observed and attributed to a corrupted boot loader on the cpu board. It could not be determined how the boot loader became corrupted or if it was associated to the device shutdown. Evidence of the shutdown was not observed in the device log or during evaluation at zoll. The device was tested by bench handling, power cycling, and functional stress testing, but a problem was not observed. The device was rectified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.